Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the motor was corroded and does not run constantly. The resistance values of the keypad of the hand control set were out of range and the motor cable was found to be damaged. The device was also missing an o-ring. The motor, motor cable and the hand control set were replaced, the device was modified as per the specifications of the manufacturer, repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn. User mishandling of the device is the most probable root cause of the damage to the motor cable. It is also possible that the o-ring may have gone missing during the cleaning process by the customer, however given the information provided, this cannot be conclusively confirmed. Also the definitive root cause of the defective hand control set cannot be conclusively determined with the available information. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/02/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the handpiece device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor was corroded and did not run constantly. There was no procedure nor patient involvement reported. No additional information was provided.